Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country, in section g - all manufacturers.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Transesophageal echocardiography (tee) was evaluated for an effusion before the procedure, and none found. The appendage was observed to be free of clot and sized with tee. Laa access was achieved with the use of the versacross connect in right femoral vein and a half dose of heparin was administered. Transeptal access obtained and the second half dose of heparin administered. A non-boston scientific 6 fr pigtail catheter was advanced over the wire and the right atrium access was lost. The wire placed into pigtail catheter, the pigtail was removed, and the dilator was advanced into the right atrium. Transeptal access was once again obtained. The 27mm closure device was deployed with four (4) partial recaptures and one (1) full recapture. Position, anchor, size and seal (pass) criteria was assessed. Tee measured the mitral shoulder over 1/2. The physician changed to a 24mm closure device. The 24mm closure device was deployed and successfully implanted with only one (1) partial recapture. Tee imaging was evaluated for effusion, and none found. The patient was sent to recovery. Approximately sixty (60) minutes post procedure, the patient became unstable while in recovery. The patient developed acute tamponade with cp. Transthoracic echocardiogram (tte) was completed, and an effusion was found. The exact location of the effusion could not be determined. The patient was brought back to lab, and a pericardial drain was placed. Approximately 500ml of fluid was removed. The drain remained in place and the patient was admitted to the intensive care unit (ICU) for twenty-four (24) hours for observation. The patient was fully recovered and discharged two days after the procedure. The device is not expected to be returned for analysis (disposed). The sheath access was lost but wire maintained. No restick was required but dilator was reinserted into dbl curve to cross septum in existing, initial spot. There were no difficulty noted with tsp workflow. The physician did not believe transseptal contributed to the event. Act was therapeutic, over 200.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Transesophageal echocardiography (tee) was evaluated for an effusion before the procedure, and none found. The appendage was observed to be free of clot and sized with tee. Laa access was achieved with the use of the versacross connect in right femoral vein and a half dose of heparin was administered. Transeptal access obtained and the second half dose of heparin administered. A non-boston scientific 6 fr pigtail catheter was advanced over the wire and the right atrium access was lost. The wire placed into pigtail catheter, the pigtail was removed, and the dilator was advanced into the right atrium. Transeptal access was once again obtained. The 27mm closure device was deployed with four (4) partial recaptures and one (1) full recapture. Position, anchor, size and seal (pass) criteria was assessed. Tee measured the mitral shoulder over 1/2. The physician changed to a 24mm closure device. The 24mm closure device was deployed and successfully implanted with only one (1) partial recapture. Tee imaging was evaluated for effusion, and none found. The patient was sent to recovery. Approximately sixty (60) minutes post procedure, the patient became unstable while in recovery. The patient developed acute tamponade with cp. Transthoracic echocardiogram (tte) was completed, and an effusion was found. The exact location of the effusion could not be determined. The patient was brought back to lab, and a pericardial drain was placed. Approximately 500ml of fluid was removed. The drain remained in place and the patient was admitted to the intensive care unit (ICU) for twenty-four (24) hours for observation. The patient was fully recovered and discharged two days after the procedure. The device is not expected to be returned for analysis (disposed). The sheath access was lost but wire maintained. No restick was required but dilator was reinserted into dbl curve to cross septum in existing, initial spot. There were no difficulty noted with tsp workflow. The physician did not believe transseptal contributed to the event. Act was therapeutic, over 200.